Manufacturer narrative:
The pipeline flex with shield was returned stuck within a phenom-27 micro catheter. The devices were decontaminated. No flash or hub mold was found in the hub. No damages or irregularities were found with the catheter hub, lumen body, distal tip or marker band. The phenom total length and usable length was measured to be within specification. The pipeline flex with shield pushwire was extending out of the proximal end of the catheter and the pipeline flex coil tip was extending out of the catheter tip. The pipeline flex with shield device could not be pushed out or pulled back through the catheter as resistance was encountered. Water was flushed through the catheter lumen and thick blood was observed exiting the tip. The pipeline flex was then pushed out distally from the catheter. The distal braid was found to open up completely. However, the middle and proximal sections of the braid did not open as it was found with a large amount of coagulated blood. The distal wire was found separated from the hypotube proximal to the wire weld. The separated end was sent out for scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) testing. The braid and deta ched distal wire were put into an ultrasonic cleaner with enzyte for 5 minutes to dissolve the coagulated blood. The entire braid fully opened once the dried blood started dissolving. The distal end of the braid exhibited fraying. Based on the analysis findings, the report of ¿failure/incomplete to open¿ could not be confirmed as the braid fully opened after the dried blood was dissolved. It was reported that the middle and proximal sections did not open, however, it was reported that less than 50% of the braid had been deployed when the issue occurred. The middle and proximal braid sections would not open until the braid is fully deployed out of the catheter. The distal wire of the pipeline flex delivery system was possibly detached due to tensile failure. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section: brand name: pipeline flex with shield technology, model number: ped2-475-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline (ped2) failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured p-com aneurysm with a max diameter of 18mm and a 7mm neck diameter, distal landing zone of 3.8mm and proximal 4.8mm. It was noted the patient's vessel tortuosity was modertate. It was reported that the distal tip of the pipeline opened, and then the middle/proximal part wouldn't open. It was noted the device was not in a bend and less than 50% had been deployed when the issue occurred. The device was re-sheathed and redeployed however the problem persisted. The device was removed from the patient. All devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.